Event description:
--

Manufacturer narrative:
The lead was returned and is undergoing analysis.

Event description:
Boston scientific crm received information that this lead dislodged.

Manufacturer narrative:
The lead was explanted and replaced without incident. There were no adverse patient effects reported. As of today, the explanted lead has not been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. At approximately 666 mm from the terminal pin, resistance was encountered while trying to insert a guidewire. Body fluid infiltration was suspected. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.